Manufacturer narrative:
With the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30002771. However, it is unlikely that the events related to the reported infection are associated with the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported "no complaint against the device" and later reported ¿hospitalized due to an infectious condition¿, ¿during hospitalization, a possible relation to the breast implant was raised". Later patient reported ¿sensation of stabbing pains and itching in the breast implant region¿, ¿palpable nodule¿, ¿a subcutaneous periareolar nodule is palpated¿, ¿nodule with benign characteristics¿, ¿solid nodule, although it is not possible to rule out a thick-content cyst¿ and ¿nodule showing homogeneous and persistent enhancement¿. Patient is undergoing antibiotic treatment for the infection. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset). Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength inspection was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30002771. However, it is unlikely that the events related to the reported infection are associated with the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported "no complaint against the device" and later reported ¿hospitalized due to an infectious condition¿, ¿during hospitalization, a possible relation to the breast implant was raised". Later patient reported ¿sensation of stabbing pains and itching in the breast implant region¿, ¿palpable nodule¿, ¿a subcutaneous periareolar nodule is palpated¿, ¿nodule with benign characteristics¿, ¿solid nodule, although it is not possible to rule out a thick-content cyst¿ and ¿nodule showing homogeneous and persistent enhancement¿. Patient is undergoing antibiotic treatment for the infection. This record is for the left side. Device remains implanted.